Manufacturer narrative:
This electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination identified sharp curves in the electrode body in the regions approximately 11 centimeters (cm) from the terminal pin. Resistance testing found the electrode was not electrically continuous. An x-ray of the electrode confirmed the inner conductor coil was fractured in the area of the observed curve. The fracture characteristics appeared consistent with cyclic fatigue. Based on the laboratory findings, it is suspected that the electrode fractures were contributed to by the electrode being implanted with bends in or near the s-ICD pocket region. The fractures resulted in the observed clinical observations.

Event description:
It was reported that a patient with this electrode had received multiple inappropriate shocks due to oversensing of noise. An x-ray performed indicated the electrode had fractured. A revision procedure is being planned, but for now, the electrode remains in service. No adverse patient effects were reported. Additional information provided from the field indicated surgical intervention was later performed and the electrode was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that a patient with this electrode had received multiple inappropriate shocks due to oversensing of noise. An x-ray performed indicated the electrode had fractured. A revision procedure is being planned, but for now, the electrode remains in service. No adverse patient effects were reported.